Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had interference on the electrocardiogram signal. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer passed functional testing.